Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue; the pump is completely dead. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: review of the black box data revealed one unexplained ¿power on reset¿ event observed in the history. The returned battery cap secured to the pump and maintained electrical connection. The returned battery cap was unscrewed half a turn with no power loss occurring. The returned battery cap was evaluated and the measurements were found to be within the required specifications. The battery compartment was intact without damage. There was no evidence of moisture found inside the battery compartment. On investigation, the pump powered on and was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or on the power circuit. Investigation did not to duplicate the alleged ¿no power¿ issue. Unrelated to the original complaint, the display was found to be faded and the audio bolus button cover was found to be torn. When tested the audio bolus button was responsive but difficult to push. The keypad cover was found to be peeling up from the base below the ok button. All keypad buttons responded appropriately to button presses. No evidence of contamination was found under any key contacts. (B)(4).